Manufacturer narrative:
The freedom driver will be returned to syncardia for evaluation. The results of the investigation will be provided in a supplemental MDR.

Event description:
The customer reported that the freedom driver exhibited a fault alarm while supporting a patient at home. The customer also reported that the patient was "normotensive, and did not appear to be volume overloaded." The patient subsequently switched to a backup freedom driver. There was no reported adverse patient impact. This alleged failure mode poses a low risk to the patient because although the freedom driver exhibited a fault alarm, the driver continued to perform its life-sustaining functions.

Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the freedom driver exhibited a fault alarm while supporting a patient at home. The customer also reported that the patient was "normotensive, and did not appear to be volume overloaded." The patient subsequently switched to a backup freedom driver. There was no reported adverse patient impact. The freedom driver was returned to syncardia for evaluation. Visual inspection of the driver's external and internal components revealed no abnormalities. Review of the alarm history electronic data revealed four recorded fault codes. "Secondary motor voltage too high" and "tdc (top dead center)-timeout" faults occurred during the servicing/manufacturing process during functional testing at syncardia prior to the driver's release to finished goods. "Right and left drive pressure too low for long enough to be permanent time-out" faults occurred during driver exchange or disconnection of the driver from the patient. The fault alarm experienced by the customer is consistent with a recoverable alarm. Intermittent, recoverable, and battery alarms are not recorded in the electronic data. The driver in "as received" condition passed all required test requirements, which included normotensive and hypertensive settings, with no anomalies or alarms. In addition, the driver was tested for an additional 138 hours and performed as intended with no issues. The customer experience was not duplicated, and the root cause could not be determined. The driver performed as intended during investigation testing, and there was no evidence of a device malfunction during failure investigation testing. Despite the customer-reported fault alarm, risk to the patient was low because the driver continued to perform its life-sustaining functions. The driver was serviced before being placed into finished goods.